Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited error message. The issue occurred during the inspection for use. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. Corrected fields: d6a, d6b. The device was returned to olympus for inspection, and the reported failure error message was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315 (incompatible scope), foreign material on nozzle and image was not displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error message, error code e315 (incompatible scope) and image was not displayed cause due to damage on ccd (charged coupled device) unit. Additionally, foreign material on nozzle cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.